Event description:
A customer observed positively biased troponin qc results on the vitros eci system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of pt harm as the result of this event.

Manufacturer narrative:
The info provided to ortho-clinical diagnostics, inc may not be verified or verifiable, and may be inaccurate or incomplete as reported. This info is provided in compliance with the MDR regulation, and does not constitute an admission that the device has malfunctioned or that a connection exists between the product and a potential death or serious injury. Investigation into the event found that biased qc results were obtained on multiple assays, indicating a systemic issue on the analyzer. The customer could not confirm that ocd recommended maintenance procedures were being followed. An ocd field engineer visited the site and observed excessive contamination of the incubator and fiber optic bundle of the luminometer. After cleaning of the contamination and recalibration of the luminometer, the issue was resolved. The root cause of the event was instrument related.